Event description:
Healthcare professional reported right side "capsular contracture, baker grade iii" and "concern with the product." The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases fold, brown particles outer device and broken plug strap. Leak test and microscopic analysis was performed which identified: striated broken on plug strap and device no leak. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is a striated broken on plug strap assessed as surgical damage. No leak was observed in the device. The event of "capsular contracture, baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.